Manufacturer narrative:
It has been established that this case represents a duplicate of a prior report, submitted via MDR 3005975929-2018-00204. Please therefore disregard this report. Our results of investigation for this incident will be communicated via MDR 3005975929-2018-00204.

Event description:
It was reported that a revision surgery from the left hip was performed due to elevated levels of chromium and cobalt. Patient had "significantly" tissue necrosis and joint inflammation.